Manufacturer narrative:
The subject device remains implanted. A photo of the subject device in vivo was provided, with a tear visible in the edge seal of the 3dmax, as reported. As reported the tear was not present when the product was removed from the package and presented to the user. Based on the photo evaluation and provided information, the most probable root cause is the edge seal tore inadvertently during user device interface while inserting, positioning, and implanting the mesh. Stretching/pulling on the device will place stress on the heat-sealed edge and can lead to the observed condition. Review of manufacturing records confirms product was made to specification. Not returned - remains implanted.

Event description:
As reported, during a laparoscopic hernia repair procedure on (B)(6) 2022, the 3dmax light large mesh was alleged rolled according to operation requirements and inserted through a large size trocar. As reported following insertion, it was noted that the reinforced edge of the mesh was broken, causing the mesh to crack/tear. It was reported that the same mesh was used to complete the procedure. There was no reported patient injury/harm as a result of the reported condition.